Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10 UDI number: (B)(4) the product was returned for evaluation. Only the inner tray package was received. The inner tray package (sealing) was received opened, and the collagen sponge broken into pieces. The broken pieces of the sponge were arranged so that the size of the product could be confirmed. Although the returned unit was missing pieces, it was measurable, and the result was a size 4 x 5 inches as reported. The pieces of the sponge have a normal appearance, are white in color and no discoloration or stains were observed. Through visual examination (naked eye) the sponge appears to be thinner, specifically where it is broken. However, this cannot be confirmed since the packaging was open, and the sample had been handled and broken. However, retain samples were evaluated and all units ((B)(4) samples) were found in good conditions and had normal appearance. No anomaly was observed. In, addition, a shrink test was performed on three (3) of the samples following the requirements specified in test method and the results were satisfactory, meeting the required specifications. The review of device history record (DHR) revealed that the manufacturing process ran as expected and no assignable causes associated to the manufacturing process which could contribute and/or be related to the reported incident were identified. The reported lot complied with all release requirements established in the manufacturing procedures. The reported condition could not be confirmed. The finished good met all manufacturing and testing requirements, therefore, with the data we had available, no root cause could be identified. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
A surgeon stated that during a craniotomy procedure on (B)(6) 2020, the dp1045 duragen plus dural regeneration matrix 4x5 1 pa ¿looked funny and tore really easily¿. The duragen plus came in contact with the patient when the surgeon discovered that something looked off with the product. There was a brief delay for less than five minutes as the surgeon and his pa (physician assistant) inspected the product. There was no patient injury reported.